Manufacturer narrative:
Reported event of ¿end of hook broke off¿ was confirmed based on photographic evidence and device evaluation. Examination of the returned used device found suture hook broken off at the weld. Broken hook was not returned for evaluation. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 15 complaints, regarding 16 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0003. Per the instructions for use, the user is advised the following: if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. Prior to use, always inspect suture needle for damage (i.e., worn, dull, bent or cracked). We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
International complaints reported on behalf of the customer that the device c6382, spectrum ii, suture hook, disposable, 60 degree right, was being used on (B)(6) 2023 during a labral repair procedure when it was reported ¿surgeon inserted spectrum hook into labrum arthroscopically. End of hook broke off inside joint. Retrieved immediately." It was also reported that there were no changes to the procedure. Further assessment questioning found that the fragment was removed using a grasper. The procedure was completed with a 2-minute delay and the current status of the patient was reported as ¿no effect.¿ there was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Event description:
International complaints reported on behalf of the customer that the device c6382, spectrum ii, suture hook, disposable, 60 degree right, was being used on 06feb23 during a labral repair procedure when it was reported ¿surgeon inserted spectrum hook into labrum arthroscopically. End of hook broke off inside joint. Retrieved immediately." It was also reported that there were no changes to the procedure. Further assessment questioning found that the fragment was removed using a grasper. The procedure was completed with a 2-minute delay and the current status of the patient was reported as ¿no effect.¿ there was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.